Event description:
It was reported that the remote user interface on the 9900 system would not work during a case. Also the touchscreen was out of calibration on the right monitor. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed and on site investigation. The failure was verified. The remote user interface was replaced. The touchscreen was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.